Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure (including approach): anterior/"olif", implant level (s): l3-l4 it was reported that, the subject underwent an interbody fusion and anterior instrumentation (l3-l4) using "olif." Positioning time was 7 minutes and operative blood loss was 50 cc. Bone grafting was also performed using allograft and bone graft kit. On (B)(6) 2016 postoperatively, the investigator reported implant failure, migration of interbody device. The subject underwent a revision surgery to reposition the interbody device. The investigator noted, the event was implant associated 'postoperative migration' of the spacer. The outcome of this event is considered not resolved. No complication was reported to date. Approximately 2 month postoperatively, the investigator reported recurrence of symptoms. Per operative report, "imaging showed migration of the interbody device. The subject's preoperative diagnosis was lumbar degenerative disc disease s/p l3-l4 interbody fusion, migration of l3-l4 interbody device. The subject underwent a removal of l3-l4 interbody device, redo left l3-l4 oblique lateral interbody fusion, placement of new l3-l4 titanium coated peek interbody device, anterior l3-l4 instrumentation bone morphogenic protein and morselized allograft."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.